Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, h4 a manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: when did the sutures break (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? The sutures break during use on the patient. The first when the surgeon pass the suture, the second and the third when the surgeon made the knot. Please provide the account or facility name. (B)(6) hospital. Please provide the lot number. At2293. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or ch): c v. Events reported via: 2210968-2023-04022, 2210968-2023-04028.

Event description:
It was reported that a patient underwent an eventorrhaphy procedure on (B)(6) 2023 and barbed suture was used. During the procedure, when pulling the thread burst, another suture of the same reference was used, and it burst again. Finally, the third thread did work. No adverse patient consequences were reported. Additional information was requested.